Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in an unexpected shutdown. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.